Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -9.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. The lens was removed and replaced with a shorter length lens within the same surgery due to excessive vault. It was reported that the replacement lens resolved the problem.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found no visible damage to lens and residue on lens. (B)(4).